Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device had low power. There were no delays to the surgical procedure as the same device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had low power; specification is min. 40 to 65w, actual reading was 21.45w. During repair, it was observed that the motor was corroded and the components were worn. The assignable root causes were determined to be due to improper cleaning and normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.